Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown . Initial reporter: address unavailable. (B)(4). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that she has come across unknown syringes that have "liquid at the tip" at times. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples / photo(s) received, the investigation concluded: - unconfirmed bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. A DHR could not be requested since the lot number of the device involved in this complaint is unknown. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed.